Manufacturer narrative:
This report is submitted on jun 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced soreness at the implant site. Subsequently, antibiotics were administered on (B)(6) 2018 (type and duration not reported).